Manufacturer narrative:
The cts advised customer on how to properly perform the twice weekly maintenance on the instrument. Customer has not called back to report any further issues; therefore, it appears that the troubleshooting effectively resolved the instrument issue. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely high carbon dioxide (co2) results. The results were not reported outside the laboratory; therefore, patient treatment was not affected. The samples were repeated on another instrument in the laboratory, the results of which were reported. Customer did not provide actual data, but verbally stated that the co2 results were in the 40's, measured in millimoles per liter (mmol/l). When the samples were the repeated on the other instrument, the results were in the 20's, mmol/l. Customer had not been using the correct twice weekly maintenance procedure. The customer technical specialist (cts) instructed customer as to how to properly perform the maintenance, per the documented procedure and to change the co2 membrane. The cts confirmed with customer that the troubleshooting and maintenance resolved the instrument issue. Customer was asked to call back if the troubleshooting and maintenance did not resolve the problem.